Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had unresponsive button. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. The customer's mother stated that the down button was very hard to press. The customer's mother stated that the time on the clock advanced when monitored. The customer's mother was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The mother stated that the customer's blood glucose was always between 250mg/dl and 300mg/dl but declined troubleshooting. The insulin pump will not be returned for analysis.